Manufacturer narrative:
(B)(4).

Event description:
It was reported that on a patient of (B)(6) in height by the cardiologist that after completing catheter insertion procedure, the balloon couldn't be fully inflated. The device was removed and replaced with another catheter successfully. It was not reported of any patient injuries or complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the balloon would not inflate completely is not confirmed. Although, the root cause of the complaint is undetermined the balloon fully inflated during functional testing, and the balloon passed functional testing. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required.

Event description:
It was reported that on a patient of 174cm in height by the cardiologist that after completing catheter insertion procedure, the balloon couldn't be fully inflated. The device was removed and replaced with another catheter successfully. It was not reported of any patient injuries or complications.